Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 4 cm stricture in the biliary duct. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, an attempt to deploy the stent but the stent failed to open fully and was partially deployed. The partially deployed stent was removed from the patient 90% constrained on the delivery system. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported event of stent partially deployed. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.